Event description:
Caller reported a cgm error 42 involving a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process. After the reset, the pump no longer displayed any cgm error codes, and the caller successfully started their sensor session.